Event description:
It was reported "a nurse opened the package during a healing process, found out a black point on the dressing."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product was not used on a pt. A quality eval was performed on (B)(4) 2014. A black spot on top edge of dressing was noted on (B)(6) 2014. No valid investigations were identified. The returned sample was reviewed by quality engineering and this speck was found to be fibrous, this issue is being investigated which will assess the need for corrective actions. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.